Manufacturer narrative:
As of this date, the system has not been returned. If this system should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient had a syncopal event for an unknown reason and as a result, the entire system was explanted and replaced with a competitor system. No additional adverse patient effects have been reported.